Manufacturer narrative:
Correcting statement "400-2100 macrolyte pad" to "440-2400 macrolyte pad" since user facility realized they initially provided the incorrect catalog number. Correct catalog number was provided on march 15, 2018. Correcting from "macrolyte,ad,single,cable" to "macrolyte, premie, single, cable" due to new catalog number provided on march 15, 2018. Correcting catalog number from "400-2100" to "440-2400." Statement "the reported device, 400-2100 macrolyte, is an adult (> 15 kg) single use dispersive electrode. Macrolyte premie pads, 440-2400, are intended to be used on low-birth infants weighing less than 5kg." Is being deleted since a new catalog number was provided. Correcting statement "a two-year review of complaint history revealed 6 other similar complaints for this product family and failure mode. In that same timeframe, (B)(4) units of this product family have been sold worldwide, making the rate of occurrence of this failure (B)(4), should all complaints be confirmed" to "a two-year review of complaint history revealed 7 other similar complaints for this product family and failure mode. In that same timeframe, (B)(4) units of this product family have been sold worldwide, making the rate of occurrence of this failure (B)(4), should all complaints be confirmed" due to new catalog was provided.

Event description:
The distributor reported on behalf of the user facility that post-operatively of a 10-hour anal anastomosis procedure, the patient had reddening of the skin under the 440-2400 macrolyte pad. There were no incidents during the procedure or surgical delays.

Manufacturer narrative:
The device was discarded by the user facility therefore unable to be returned and evaluated. However, provided photos exhibit the reported patient injury. Reddening of the skin was apparent where contact with the pad was made. The reported device, 400-2100 macrolyte, is an adult (> 15 kg) single use dispersive electrode. Macrolyte premie pads, 440-2400, are intended to be used on low-birth infants weighing less than 5kg. A review of the manufacturing documents was unable to be performed since no lot number was provided. A two-year review of complaint history revealed 6 other similar complaints for this product family and failure mode. (B)(4), should all complaints be confirmed. The clinical data report for this device states that, when used under the conditions and purposes intended by the manufacturer, the undesirable side effects, under normal conditions of use, are acceptable when weighed against the benefits to patients. The instructions for use advises the user of the following. Always use the largest size pad per the patient weight guidelines which can properly applied to the site: adult pads are for use on patients weighing greater than 15 kg. Select a well vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Avoid placement on bony prominence, skin lesions or folds, tattoos, scars, metal prosthesis or near ECG electrodes and cables. Do not apply where fluid may pool. Also, to reduce the risk of patient burns, the IFU further provides the following additional warnings and precautions: failure to achieve good skin contact by the entire adhesive surface of the dispersive electrode may result in electrosurgical burns or poor electrosurgical performance. Heat applied by thermal blankets or other sources are cumulative with heat produced at the dispersive electrode. Choice of application site removed from other heat sources reduces the risk of patient injury. Power output should be limited to 300 watts for less than 60 second activation intervals in order to minimize the potential for patient burns. Always use the lowest power settings to achieve desired surgical effect. During surgery, if patient is repositioned, re-inspect dispersive electrode and all connections. Do not re-use or re-locate the dispersive electrode after initial application. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the user facility that post-operatively of a 10-hour anal anastomosis procedure, the patient had reddening of the skin under the 400-2100 macrolyte pad. There were no incidents during the procedure or surgical delays. Upon gathering additional information, it was reported that the injured area had blisters and the patient required additional treatment per wound ostomy nursing and plastic surgery due to this incident. It was also reported that underneath the device, during the surgery, a 3m bair hugger system blanket was used. This report is raised on the basis of a reported patient injury.